Manufacturer narrative:
One needle and an approximately 11¿ length of fiber were returned to the histology facility in the w.l. Gore science center. Images were taken of the returned device which were evaluated by our engineers. Their investigation showed following: the photographs show the state of the returned device is consistent with the reported complaint of needle separation. The crimped portion of the needle appears to be consistent with a normal attachment. While it exhibits some evidence of instrument damage, it is limited, and therefore, unlikely to have caused the needle separation. There are no remnant of fiber visible inside the needle bore, which is sometimes observed in reports of needle pull off. The end of the fiber that had been crimped appears frayed. This a typical observation for a needle pull off and is caused by the shear force associated with pulling the fiber out of the crimped needle channel. The root cause of the needle separation is that the suture was likely subjected to forces exceeding the tensile strength of the needle attachments.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). Further investigation is being conducted and the information will be included in the final report.

Event description:
It was reported to gore that when a gore-tex® suture was used to suture a lesion in the patient¿s mouth, a needle pull off occurred during the procedure. The occurrence did not require a reintervention and no fragments remained in the patient¿s mouth.